Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead, and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire fragment coming out of the distal tip nose of the lead. Guidewire testing could not be performed as a fragment of a stuck guidewire was stuck in the lumen of the lead due to blood in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside of the left ventricular (lv) lead. It was noted that the guidewire was used to cannulate the lateral veins of the coronary sinus. The lv lead followed the guidewire and it was not possible to immediately remove the wire from the lead. The lead and guidewire were removed, and a kink was observed on the guidewire. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.